Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button is harder to press and "slightly misaligned". Reportedly, the button is still functioning. There was no reported impact to customer's blood glucose level.